Event description:
As reported for this event by the customer, during an unknown diagnostic procedure the device would not activate. There is no harm or adverse impact to the patient. The device probe was subsequently found to be broken.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe is broken, and the broken piece returned. The material of the broken surface of the probe is normal. There are many external force knock marks on the surface of the broken probe. There is no abnormal phenomenon, such as hollow in the section of the probe, therefore it not a quality problem. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum oct 9, 2022: the event of the probe breaking occurred during the activation check prior to the procedure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: a3, b5, d10, g3, g6, h2, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the broken probe could not be determined. However, based on investigation results in the past, the probe might have contacted with other surgical instruments, or non-insulated area as described below, causing the probe to break: 1. Hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. 2. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 3. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
Addendum oct 12, 2022: procedure was therapeutic total hysterectomy. The event occurred shortly after the procedure began. An e002 short circuit error message was received for the device. The device removed from the patient for checking and found to be cracked, subsequently broken. The broken piece did not fall in the patient. The procedure was completed with a similar device; there was a delay of approximately 15 minutes to the completion. It is not known if the patient needed additional anesthesia. The settings at the time of the event are unknown. The device was inspected prior to use with no anomaly noted.